Event description:
Adverse event(s): "change in refraction myopization and subjective visus trouble" (vision, impaired). Product problem(s): "homogenous yellow clouding of the lens" (material opacification [iol (intraocular lens) implant]). A surgeon reported opacification on an intraocular lens (iol) approximately six years following implant surgery. He reported noting a "homogeneous yellow clouding of the lens", resulting in a change in "refraction myopization" and "subjective visus trouble", visual acuity still at 1.0 (20/20). The surgeon mentioned two lenses, of the same brand, in his initial report. It is unclear which lens is affected. Therefore, add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The surgeon mentioned two lenses, of the same brand, in his initial report. It is unclear which lens is affected. The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4)